Event description:
It was reported the insulin pump alarmed motor error during bolus. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Only one motor error has occurred in the past month. Self test ok. Customer does use the sensor feature and pressed esc to go to sensor graph during a bolus. Customer can perform prime. Customer was advised to monitor the pump. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm noted. The motor passed the motor test. The device was received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.